Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act button was not responding after dropping insulin pump on the floor. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. The insulin pump has minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.